Event description:
It was reported that during the implant attempt, sensing and pacing issues occurred when the leads were connected to the device. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The device was returned, analyzed and no anomalies were found. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.